Event description:
(B)(4). It is horrible, my hair continues to fall out, I have gained so much weight, I have a constant pain in my stomach and pelvic, I have pain during enter course, my back hurts constantly, and I have migraines all the time. I have a weird taste in my mouth, pain in my neck and shoulders and blurred vision.